Event description:
Customer called to report that the insulin pump stopped working in the middle of the night causing the customer to go into diabetic ketoacidosis (dka). Customer stated that her health care provider changed her set as well as treated the high blood glucose with a manual injection. Customer's blood glucose reading was 450 mg/dl. It was reported that the insulin pump did not alarm no delivery. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.